Manufacturer narrative:
(B)(4).

Event description:
It was reported by a healthcare provider via maude (mw5164151) and by the food and drug administration that a patient passed away on (B)(6) 2024. There is reporter information to gather additional information as the hcp did not wish to follow up and there is no patient information available. Per the maude report, the patient also uses a freestyle libre 3 sensor. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Event description:
There is no reporter information to gather additional information as the hcp did not wish to follow up and there is no patient information available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "there is reporter information to gather additional information as the hcp did not wish to follow up and there is no patient information available." H2 correction.